Manufacturer narrative:
Implicated product is port with a 6.7 fr. Catheter. Product received for evalis plastic port with metal port stem. Viewing port from above with stem pointing toward examiner, port septum is partially dislodged between the 1 and 4 o'clock positions. Short segment of catheter tubing is fitted over port stem. No other catheter segment or product component is included with complaint sample. Lot history review reveals no related mfg issues and no other complaints for this lot. Complaint incident report (cir) documents user employed infusion pump primarily for infusion of medicinals. Cir states "the pump blew and stopped during (injection) of durgs." Five power magnified examination of septum reveals an indeterminate number of needle puncture sites throughout septum. Septum is accessed using a 19 ga. Non-coring needle. Patency is demonstrated by flushing ans aspirating water with 12cc syringe. When occluding stem's distal tip and hydraulically pressurizing port chamber, dislodged portion of septum can be observed to bulge and then lift away from port's plastic collar allowing substantial leak. No damage to port (beyond partial septal dislodgement) is found. Complaint of partially dislodged septum is confirmed. It should be recorded as user-related. Dislodged septumss can result from over-pressurization secondary to exceddng design pressures during fluid administration. Complaint file contains communication from user denying use of excessive pressure, however, physical damage present on port is evidence port's pressure limits had been breeched. Typically, septal dislodgement does not occur unless pressures in excess of 140 psi are applied. However, instructions for use recommends not exceeding a maximum of 25 psi. User indicates infusion pumps were primary means of i.v. Therapy. Without pre-setting alarm limits on infusion pump, infusion complications (pinched tubing between clavicle and first rib, thrombosed catheter) may create hydraulic pressures severe enough to dislodge septum.

Event description:
On 7/29, the port was placed to the femoral area. Drugs given using a pump. The pump blew and stopped during infusion. X-ray done which showed contrast drugs leaked around the port. On 9/9, the port was removed and at that time it was noted that the septum was swelled and separated.